Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for unknown indications it was reported that the patient had headaches and nausea. The factors that might have led or contributed to the issue were unknown, and diagnostics were not performed. It was then noted that the physician performed a blood patch and the issue resolved. Surgical intervention was not performed or planned. There were no further complications reported or anticipated.